Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The mcs instrument was placed and driven on an in-house system. The mcs instrument passed the recognition test. The engagement test was overridden in order to test for energy delivery. The mcs instrument moved intuitively with full range of motion in all directions. The tip opened and closed properly. It passed the electrical continuity and energy delivery tests. The conductor wire's insulation was not damaged. There were additional observations not reported by the site and not related to the reported issue. The mcs instrument failed the mechanical engagement when placed on the system. The mcs instrument inputs failed to engage with the sterile adapter in multiple attempts. The root cause of this failure is attributed to a component failure. The instrument was found to have a broken grip cable at the distal end. This failure caused the engagement failure of the instrument. The root cause of the broken grip cable is attributed to a component failure. The instrument was found to have discoloration of the blade tips. The root cause of this failure is also attributed to a component failure.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the surgeon discovered that the monopolar curved scissors (mcs) instrument produced more smoke when touching tissue. The customer replaced the mcs instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional/updated information regarding the reported event: the mcs instrument was reportedly inspected prior to use, and no issues were noted. The mcs instrument was in use for one hour up until the reported event. The customer observed arcing at the distal tip of the mcs instrument. The mcs tip cover accessory was installed beyond the orange surface of the mcs instrument. Electrolube/other lubricant was applied to the mcs tip cover accessory prior to the installation. The customer observed no damage to the mcs tip cover accessory, mcs instrument, and grounding pad. The surgeon activated monopolar energy with an external force triad generator and was cauterizing tissue when the issue occurred. The electrosurgical generator unit (esu) settings were cut 35 and coag 40. The fenestrated bipolar forceps instrument was also in use at the time of the event. The instrument did not collide with any other instrument or tool during the procedure. The jaws of the instrument did not come in contact with any other objects when the issue occurred. Additionally, the jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to energy activation. It was confirmed there was no patient harm, injury or adverse outcome. The customer reported that only the mcs instrument is available for return to isi for evaluation. No photographic images of the device(s) or a video recording of the procedure are available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the monopolar curved scissors (mcs) instrument for evaluation, but the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned for analysis and/or if additional information is received. A review of the procedure log with the information provided resulted in no additional information. In addition, a review of the instrument logs showed the mcs instrument (part# 470179-19 / lot# n11210405-0263) was last used on (B)(6) 2022 during a procedure with system (B)(4). The mcs instrument had 0 uses remaining. This last usage of the device was after the reported event date. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: it was alleged that the instrument arced and smoked. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.